Event description:
Customer report inconsistent results on the hgb pro professional hemoglobin testing system (hgb pro) vs. An unspecified lab instrument with 1 female adult and 1 female pediatric patient. This report is for pediatric patient - MDR report 2 of 2. In early (B) (6), hgb pro 9.2 g/dl vs. Unspecified lab system 13.0 g/dl. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Investigation currently in process.